Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon review of the additional information received, it was determined that device code (B)(4) no longer applies as (B)(4) was de termined to be more applicable. Additionally, eval code conclusion no longer applies.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the clinical diagnosis was updated to migration of the leads. It was also noted that the electrode was out of the target without signs or symptoms. The event resulted in an in-patient hospitalization or prolongation of an existing hospitalization, and in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The etiology was unknown if it was related to the procedure, but related to the left and right lead.

Manufacturer narrative:
Product ID: 3387-40, lot# 0208837490, implanted: (B)(6) 2015, product type: lead; product ID: 3387-40, lot# 0208837489, implanted: (B)(6) 2015, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension; product ID: 37086, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the event date, date of diagnostics, and date of actions taken were updated to (B)(6) 2015. No further complications were reported.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function. The intervention included a repositioning that took place on (B)(6) 2015.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that endpoint adjudication committee (eac) classified this event as possibly related to the surgery and possibly related to the investigation device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID 3387-40 lot# 0208837490, implanted: (B)(6) 2015, product type lead. Product ID 3387-40, lot# 0208837489, implanted: (B)(6) 2015, product type: lead..

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that a CT scan was performed on (B)(6) 2015 and resulted in the discovery that the electrodes were outside of the target. The patient was hospitalized for 2 days and the electrodes were repositioned on (B)(6) 2016. It was stated that the outcome was unresolved with no further action planned. The patient's medical history included measles encephalopathy; diagnosed with epilepsy 1991.